Event description:
A homecare service representative (hcsr) relayed a report from a home patient (hp) who had found an unknown quantity of disconnect caps that were dry of any iodine. The home patient (hp) contacted this writer on (B)(6) 2011. The hp stated the disconnect cap was dried out. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Six unopened samples were received for evaluation. A visual inspection of the samples revealed the presence of iodine in all six minicaps. A leak test was performed underwater on the pouches which revealed no leaks. This complaint for inadequate iodine was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor complaint data to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample is available for evaluation. An evaluation will be performed on the provided lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.